Manufacturer narrative:
(B) (4) failure to read ECG data. Since the device remains implanted, the programmer files were reviewed. Results code (other): the files showed that the reported problem resulted from communication errors that prevented (B) (4) programming on the implantation day. Conclusions: normal (B) (4) operations were restored since the programmer performed (B) (4) programming. (B) (4). Conclusion: reported problem resulted from communication errors that have prevented (B) (4) programming on implantation day. The user didn't try to re-establish communication upon programmer request; therefore, memories have not been initialized. Normal (B) (4) operations were restored on (B) (6) 2008, since the programmer performed (B) (4) programming.

Event description:
It was reported that no event was recorded on the holter record including graphs, heart rate curve, etc. The device remains implanted.